Event description:
Laparoscopic tissue sealer jaws misaligned. No harm to patient. Manufacturer: please note that we do not sent products to the manufacturer, but you may arrange for pick-up by calling by number below.